Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir window corners. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the o ring was loosened. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.